Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("malposition of essure device location of device: coil was down further my fallopian tube") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included termination of pregnancy and c-section (3). Concurrent conditions included overweight, kidney stone and hepatitis c. Concomitant products included aciclovir (acyclovir [aciclovir]), citalopram hydrobromide (celexa), clonazepam, fluoxetine hydrochloride (prozac) and vicodin. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), premature menopause ("hormonal changes describe: early onset menopause"), hot flush ("hot flashes"), hypertrichosis (", hair growth in unusual places"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/heavy bleeding with clot"), bacterial infection ("infection (bladder/ urinary tract/vaginal) type: bacteria infection"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), rash ("rashes or skin conditions type: rashes under the arm"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), constipation ("gastrointestinal or digestive system condition type: constipation"), ovarian cyst ("other injury(ies) or complication (s) please describe: ovarian cys"), pelvic adhesions ("pelvic adhesions"), cervicitis ("mild chronic endocervicitis"), mood swings ("mood swing"), night sweats ("night sweat"), migraine ("migraines"), headache ("headaches"), dizziness ("dizziness"), asthenia ("no energy"), urticaria ("hives"), abdominal pain lower ("pain abdominal (lowe)"), dysuria ("pain burning with urination") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, device dislocation, pregnancy with contraceptive device, premature menopause, hot flush, hypertrichosis, bacterial infection, depression, anxiety, rash, dyspareunia, fatigue, weight increased, constipation, ovarian cyst, pelvic adhesions, cervicitis, mood swings, night sweats, migraine, headache, dizziness, asthenia, urticaria, dysuria and abdominal pain outcome was unknown and the vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, abdominal pain lower, anxiety, asthenia, bacterial infection, cervicitis, constipation, depression, device dislocation, dizziness, dyspareunia, dysuria, fatigue, headache, hot flush, hypertrichosis, menorrhagia, migraine, mood swings, night sweats, ovarian cyst, pelvic adhesions, pelvic pain, pregnancy with contraceptive device, premature menopause, rash, urticaria, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on an unknown date: one of the coils was sticking out. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("malposition of essure device location of device: coil was down further my fallopian tube") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included termination of pregnancy and c-section (3). Concurrent conditions included overweight, kidney stone and hepatitis c. Concomitant products included aciclovir (acyclovir [aciclovir]), citalopram hydrobromide (celexa), clonazepam, fluoxetine hydrochloride (prozac) and vicodin. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), premature menopause ("hormonal changes describe: early onset menopause"), hot flush ("hot flashes"), hypertrichosis (", hair growth in unusual places"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/heavy bleeding with clot"), bacterial infection ("infection (bladder/ urinary tract/vaginal) type: bacteria infection"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), rash ("rashes or skin conditions type: rashes under the arm"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), constipation ("gastrointestinal or digestive system condition type: constipation"), ovarian cyst ("other injury(ies) or complication (s) please describe: ovarian cys"), pelvic adhesions ("pelvic adhesions"), cervicitis ("mild chronic endocervicitis"), mood swings ("mood swing"), night sweats ("night sweat"), migraine ("migraines"), headache ("headaches"), dizziness ("dizziness"), asthenia ("no energy"), urticaria ("hives"), abdominal pain lower ("pain abdominal (lowe)"), dysuria ("pain burining with urination") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, device dislocation, pregnancy with contraceptive device, premature menopause, hot flush, hypertrichosis, bacterial infection, depression, anxiety, rash, dyspareunia, fatigue, weight increased, constipation, ovarian cyst, pelvic adhesions, cervicitis, mood swings, night sweats, migraine, headache, dizziness, asthenia, urticaria, dysuria and abdominal pain outcome was unknown and the vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain lower, anxiety, asthenia, bacterial infection, cervicitis, constipation, depression, device dislocation, dizziness, dyspareunia, dysuria, fatigue, headache, hot flush, hypertrichosis, menorrhagia, migraine, mood swings, night sweats, ovarian cyst, pelvic adhesions, pelvic pain, pregnancy with contraceptive device, premature menopause, rash, urticaria, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on an unknown date: one ofthe coils was sticking out most recent follow-up information incorporated above includes: on (B)(6)2018: pfs and medical record received: reporter information, patient details, pregnancy information, other relevant history, lab data, product information, concomitant drugs, and events- hormonal changes describe: early onset menopause. Hot flashes, hair growth in unusual places, pregnancy (no complications), abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bacteria infection, psychological or psychiatric problems condition: depression, anxiety, malposition of essure device location of device: coil was down further my fallopian tube, rashes or skin conditions type: rashes under the arm, dyspareunia (painful sexual intercourse), fatigue, weight gain, gastrointestinal or digestive system condition type: constipation, other injury(ies) or complication (s) please describe: ovarian cyst, pelvic adhesions, mild chronic endocervicitis, mood swing, night sweat, migraines, headaches, dizziness, no energy, hives, pain abdominal (lowe), pain burining with urina incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("malposition of essure device location of device: coil was down further my fallopian tube") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included termination of pregnancy and c-section (3). Concurrent conditions included overweight, kidney stone and hepatitis c. Concomitant products included aciclovir (acyclovir), clonazepam, fluoxetine hydrochloride (prozac), hydrocodone bitartrate;paracetamol (vicodin) and trazodone. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and pain ("body pain"). In (B)(6)2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/heavy bleeding with clot"), bacterial infection ("infection (bladder/ urinary tract/vaginal) type: bacteria infection"), migraine ("migraines") and headache ("headaches"). In (B)(6)2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety"). In (B)(6)2013, the patient experienced rash ("rashes or skin conditions type: rashes under the arm") and urticaria ("hives"). In (B)(6)2014, the patient experienced hot flush ("hot flashes"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition type: constipation"), mood swings ("mood swing"), night sweats ("night sweat"), dizziness ("dizziness") and asthenia ("no energy") and was found to have weight increased ("weight gain"). On (B)(6)2015, the patient experienced ovarian cyst ("other injury(ies) or complication (s) please describe: ovarian cys"), pelvic adhesions ("pelvic adhesions") and cervicitis ("mild chronic endocervicitis"), 3 years 4 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), premature menopause ("hormonal changes describe: early onset menopause"), hypertrichosis (", hair growth in unusual places"), abdominal pain lower ("pain abdominal (lowe)") and dysuria ("pain burning with urination") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, headache, abdominal pain lower and pain had resolved and the device dislocation, pregnancy with contraceptive device, premature menopause, hot flush, hypertrichosis, bacterial infection, depression, anxiety, rash, fatigue, weight increased, constipation, ovarian cyst, pelvic adhesions, cervicitis, mood swings, night sweats, migraine, dizziness, asthenia, urticaria, dysuria and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, abdominal pain lower, anxiety, asthenia, bacterial infection, cervicitis, constipation, depression, device dislocation, dizziness, dyspareunia, dysuria, fatigue, headache, hot flush, hypertrichosis, menorrhagia, migraine, mood swings, night sweats, ovarian cyst, pain, pelvic adhesions, pelvic pain, pregnancy with contraceptive device, premature menopause, rash, urticaria, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on an unknown date: results: one of the coils was sticking out. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2019: pfs received, reporters information updated, essure insertion date updated. Event added- body pain. Events onset date added, outcome of the event body pain, headache, pelvic pain, pain during intercourse were updated, events severity added, concomitant drug added., incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), perforation ('perforation') and device dislocation ('malposition of essure device location of device: coil was down further my fallopian tube') in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included termination of pregnancy and c-section (3). Concurrent conditions included overweight, kidney stone and hepatitis c. Concomitant products included aciclovir (acyclovir), clonazepam, fluoxetine hydrochloride (prozac), hydrocodone bitartrate;paracetamol (vicodin) and trazodone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and pain ("body pain"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/heavy bleeding with clot"), bacterial infection ("infection (bladder/ urinary tract/vaginal) type: bacteria infection"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety"). In (B)(6) 2013, the patient experienced rash ("rashes or skin conditions type: rashes under the arm") and urticaria ("hives"). In (B)(6) 2014, the patient experienced hot flush ("hot flashes"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition type: constipation"), mood swings ("mood swing"), night sweats ("night sweat"), dizziness ("dizziness") and asthenia ("no energy") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced ovarian cyst ("other injury(ies) or complication (s) please describe: ovarian cys"), pelvic adhesions ("pelvic adhesions") and cervicitis ("mild chronic endocervicitis"), 3 years 4 months after insertion of essure. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), premature menopause ("hormonal changes describe: early onset menopause"), hypertrichosis (", hair growth in unusual places"), abdominal pain lower ("pain abdominal (lowe)") and dysuria ("pain burining with urination") and was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, headache, abdominal pain lower and pain had resolved and the perforation, device dislocation, pregnancy with contraceptive device, premature menopause, hot flush, hypertrichosis, bacterial infection, depression, anxiety, rash, fatigue, weight increased, constipation, ovarian cyst, pelvic adhesions, cervicitis, mood swings, night sweats, migraine, dizziness, asthenia, urticaria, dysuria and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, abdominal pain lower, anxiety, asthenia, bacterial infection, cervicitis, constipation, depression, device dislocation, dizziness, dyspareunia, dysuria, fatigue, headache, hot flush, hypertrichosis, menorrhagia, migraine, mood swings, night sweats, ovarian cyst, pain, pelvic adhesions, pelvic pain, perforation, pregnancy with contraceptive device, premature menopause, rash, urticaria, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on an unknown date: results: one ofthe coils was sticking out. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received: newly added events- perforation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.